Event description:
It was reported that the disposable and pump were connected to the patient. Later in the evening, the device beeped and exhibited a downstream occlusion alarm. Blood was present in the line. No patient injury was reported was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date and h4 are unknown.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection of sample revealed a brownish stain on one part of the tube that is on the housing; no damage was detected on the sample. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. No lot number was provided; therefore, a history record review could not be conducted. No actions were taken. Email address: (B)(6).